Event description:
The blood flow stopped temporarily during the carotid stenting procedure. However, blood flow recovered to normal after the debris was suctioned and the angioguard was retrieved. The patient was 71 year old male. The target lesion was the carotid artery (no further details were provided). There is no information about the target characteristics. There was no malfunction of the precise stent or the angioguard during the procedure. The patient was anticoagulated, but details of the medication were not provided. There is no information regarding the rate of stenosis. It is unknown if the vessel was calcified. The patient was neurologically intact when taken from the angio suite and is currently in stable condition. The physician believes that debris in the filter basket was the cause of the blood flow stoppage.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.